Event description:
Additional information: the green particle was observed in its final packaging (transfer bag), together with the active substance and its excipients.

Manufacturer narrative:
(B)(4) follow up MDR for correction. Correction: this complaint was determined to not be a reportable event after the MDR was submitted. The green particle was noted within the bag, not the fluid pathway.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: identification of a particle in the finished product. I am contacting you as part of a quality investigation. During the inspection of our latest production batch (distributed in bags), we noticed the presence of a green particle measuring 2.24 mm. This particle was identified by ir and is composed of polycarbonate.